Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level would go low (42-58 mg/dl) when treating bg levels. The customer would deliver a bolus via the pump and the bg level did not drop at the expected rate. The customer would administer an insulin injection and then the bg level would drop due to insulin stacking. Carbohydrates were consumed to address the low bg. The customer thought that the continuous glucose monitor (cgm) may not have been calibrating correctly. The cgm calibration issue and discrepancy had been forwarded to the cgm manufacture. The customer declined tandem technical support's offer to troubleshoot.